Event description:
It was reported that the day the pump was removed, the patient was taken out of the doctor's office on a "stretcher". The patient was taken to the hospital where the pump was removed. When the patient returned to the doctor's office, all the staff that had been involved in his care had been replaced. The managing physician was referring the patient to a new refill doctor. The pump contained a mixture of dilaudid and clonidine at the time of the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).